Event description:
E-mail received from the sales rep. Informed that: "patient had an unilateral white matter edema. The edema was present after the initial implant in (B)(6) 2014. The surgeon believes that the device may have contributed to the problem. Neurologist is monitoring the patient's condition". On (B)(6) 2014, the sales rep. Called and informed that the event date was "(B)(6) 2014". The date in the complaint form of (B)(6) 1974 is incorrect. The sales rep. Also informed that the bactiseal catheter is still implanted in the patient. On (B)(6) 2014, the sales rep. Called and informed that there was some type of inflammation around the edema area.

Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point, the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.